Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct information provided in the initial report. The following sections were updated and/or corrected: a1, d4, d10, g4, g7, h2, h3, h4, h6 and h10. Based on the results of the legal manufacturer's investigation, since the device was manufactured over six years ago, it is likely the pins and locks of the video connector socket have worn out due to repeated use for a long period of time, resulting in loose contact and the flickering of the image. The device history record (DHR) was reviewed and there were no problems found during the manufacturing of the device that would cause or contribute to the reported issue. The device met all specifications at the time of shipment.

Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user facility that during the inspection, the endoscopic image of the subject device flickered while connecting an unspecified camera head. The user stated that the reported phenomenon might be caused by the loose connection between the video connector socket of the subject device and the camera head. There was no report of patient injury associated with this event. The service department of olympus medical systems india (omsi) checked the subject device and found that the image of the subject device was interrupted due to the failure of the video connector socket.